Event description:
Endoprosthesis replacement surgery for loosening of the hemislider implanted in 2021 and already loosened - intraoperative evidence of a fracture of the tibial component of the implant [customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.

Event description:
Endoprosthesis replacement surgery for loosening of the hemislider implanted in 2021 and already loosened - intraoperative evidence of a fracture of the tibial component of the implant [customer].